Event description:
Boston scientific received information that this lead had high pacing threshold and placement difficulty due to patient anatomy. Pericardial drain was performed to the patient because of the perforation on the heart wall. This lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received additional information that the lead could not be returned.